Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and came to the hospital. The svc coil on the right ventricular (rv) lead was noted to have high impedance and a high pacing threshold was observed. A revision was attempted, but the physician was unable to get venous access. The svc coil was programmed off and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation: d294vrc ICD, implant date: unknown. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.